Manufacturer narrative:
Updated data: b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.5: event description e.1: initial reporter h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as severe aortic insufficiency due to leaflet closure failure and calcium. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with an unknown valve due to "serious failure". No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: histopathology results identified endocarditis, diffuse, moderate, subacute, fibrinous and mixed inflammatory with intralesional fungal hyphae. Microscopic examination confirmed that the implanted valve material contained a moderate number of fungal organisms, which localized to grossly visible areas of dark discolouration on the inflow surface of the l1 leaflet and white discolouration on the outflow surface of the l2 leaflet. However, the morphologic appearance of the fungi on l1 and l2 differed significantly indicating that two fungal species are present. Based on a constellation of features typically used for microscopic assessment of fungal organisms on the l1 leaflet is most likely aspergillus spp., but hyalohyphomycosis (e.g. Fusarium spp.) Remains a differential diagnosis, due to overlapping histological features between the two organism. The fungal organism on l2 is most consistent with pheohyphomycosis (e.g. Alternaria, bipolaris). The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Therefore, it is unlikely that the organisms originally came from the device and/or manufacturing valve process. Overall, a conclusive cause of the reported organisms found could not be determined. The reported aortic insufficiency (regurgitation) was due to leaflet closure and calcium. Related risks are documented in the risk management files. H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets are in a closed position with a gap between the point of coaptation and the coaptive ridges of all leaflets. All leaflets appear dark brown, which is indicative of desiccation. All leaflets appear stiff but slightly flexible. A black intrinsic circular growth of unknown origin is noted on leaflet 1. A large off-white, intrinsic, oval-shaped growth of unknown origin is noted on leaflet 2. All commissures appeared intact. Radiography showed no evidence of calcification on leaflets or commissural areas. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.